Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace.no scroll bar/ramping numbers without button press noted. The pump was received with cracked case at all corners of display window, cracked on reservoir tube lip, broken belt clip slot and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 295 mg/dl. Troubleshooting was not performed. The device was returned for analysis.